Event description:
An occlusion alarm was reported by the customer, leading to the customer's blood glucose reading as "high," indicating it exceeded normal levels. To address this issue, the customer changed the infusion set and cartridge and resumed insulin therapy without requiring assistance from third parties. The customer had experienced previous occlusion events and had consistently resolved them using the same method, leading to the resolution of the case by closing it.